Event description:
Patients dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patients blood glucose meter on (B)(6) 2013. The patient reported the following discrepancy: cgm was reading at 43 mg/dl and blood glucose meter was reading 90 mg/dl. The patient reported no use of acetaminophen at the time. The patient also reported insertion in arm. The device is not indicated for insertion in arm. Patient had been wearing sensor for 9 consecutive days at the time of the reported inaccuracy. Extended use of sensor beyond 7 days is off-label use. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries